Event description:
Our affiliate is reporting that a patient had shoulder repair in 2009 with the use of a spiralok anchor for fixation. At sometime subsequent it was somehow determined that the anchor had pulled out or broke. Eight months later, a re-surgery was performed. At this surgery, the anchor was removed, it was noted that there was what is being described as "sepsis" under the acromion. They flushed the area with treated with antibiotics. This is all of the information that has to date been presented to mitek. Questions out of our affiliate for further detail.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.